Manufacturer narrative:
Szyluk et al. "Comparison of short- to medium-term results of coonrad-morrey elbow replacement in patients with rheumatoid arthritis versus patients after elbow injuries." Medical science monitor. 19:18-27. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by karol szyluk, wojciech widuchowski, andrzej jasinski, bogdan koczy and jerzy widuchowski.

Event description:
It is reported in a journal article that two patients required drug treatment and physical therapy due to transient paraesthesias of the ulnar nerve following elbow arthroplasty. The issue reportedly resolved approximately seven and nine months following treatment. No further information is available.